Manufacturer narrative:
(B)(4). Harvesting cannula and the vasoview hemopro 2 harvesting tool was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on them. A visual inspection for the cannula was conducted. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring and the cannula. The plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. A visual inspection for the vasoview hemopro 2 harvesting tool was conducted. No visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy" was not confirmed but was confirmed for the reported failure ¿break; cannula-c-ring cut".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 " vein carrier (c-ring) broke in half within the patient's leg during use by the pa. Per the pa's report, no excessive force was being applied when the device broke. The device was removed from the sterile field. Additionally, the electrode (jaws) failed to heat or seal before the vein harvest was complete. We had to open a new evh kit to complete the procedure. Additional information (B)(6) 2017: "vein carrier" as referenced by customer is the c-ring. The electrode she references is the jaws and they failed to heat or seal.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 " vein carrier (c-ring) broke in half within the patient's leg during use by the pa. Per the pa's report, no excessive force was being applied when the device broke. The device was removed from the sterile field. Additionally, the electrode (jaws) failed to heat or seal before the vein harvest was complete. We had to open a new evh kit to complete the procedure. Additional information 4/7/2017: "vein carrier" as referenced by customer is the c-ring. The electrode she references is the jaws and they failed to heat or seal.